Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had delivered inappropriate anti-tachycardia pacing (atp) and shock for atrial fibrillation as a result of programming re-detection parameters. The resulting inappropriate shocks did not cause an exhaustion of rescue therapy. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.